Event description:
It was reported that patient underwent primary hip surgery 3-4 years ago. Revision procedure was performed on an unknown date due to liner dislocation. No further information has been received.

Manufacturer narrative:
The returrned liner was evaluated and showed several areas of serious damage where an accurate dimensional inspection could not be performed.(B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4): item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.